Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during open heart surgery approximately four weeks post implant. The lead was reprogrammed, repositioned and remains in use. No patient complications have been reported as a result of this event.